Event description:
The contact stated, the customer tested her blood glucose and received a low reading. The contact had the customer eat some candy in order to bring her glucose up. The contact retested the customer's glucose 25 minutes later, and she had readings of 573, 67, 411 and 171 mg/dl during the course of an hour. Paramedics were eventually called, and they tested the customer's glucose at 28 mg/dl. It was not known what type of treatment the customer received. The contact did mention that the cap on the bottle of test strips was routinely left open. The test strips were to be returned for evaluation as exposure to moisture can cause high test results. Replacement products were to be sent.